Event description:
I have now used two separate boxes of quickvue at home covid tests from quidel corporation. I followed up with my binax test. My binax test, I get positive reading. I had covid this week. When I tested with quickvue at the same time, quickvue is not showing accurate results. It shows me as negative. I am not negative. Confirmed positive on two other brands. Quickvue needs to be taken off market. Tested twice; 2 days in a row, with lot number f41146, 2 separate boxes same lot number.